Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken and the atrial connector had a broken piece of plastic inside that prevented the cable from going all the way in. Analysis also noted that the lower case had a broken boss, the hanger assembly was broken, and six case screws were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ports on the external pulse generator (epg) where the leads connect were broken. It was noted the ports were cracked and one port had issues connecting to a lead. The epg was returned for service. There was no patient involvement.